Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the even history but not duplicated due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was re-calibrated to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.